Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the photographic evidence submitted for evaluation of an ar-3600 fibertak¿ suture anchor, batch 15399127. The image shows damage to one end of the implant. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause of the reported issue. The most likely cause is attributed to use-related factors, such as: insufficient bone quality. Improper tunnel preparation. Misalignment during insertion. Excessive tension was applied.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/30/2025, an arthrex subsidiary employee reported via email that an ar-3600 fibertak suture anchor experienced an issue. After the anchor was placed following the correct steps, a gentle pull was performed to verify placement. As a result, the anchor came out. Upon inspection, it was found to be torn (see photo attachment). The case was completed; however, no specific details were provided regarding how it was finalized. This issue was discovered during a shoulder arthroscopy procedure performed on (B)(6)2025, with no reported patient harm. Additional information has been requested on 09/08/2025.